Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 04/11/2016. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
The unit is been repaired by the service center. Per the manufacturer service engineer (fse) the unit was run-in for 8 hours without failure. The fault data acquisition pcba adc reference failed could be duplicated by moving the data acquisition to motor controller cable on data acquisition board side. The fse replaced the data acquisition board and data acquisition to motor controller cable.

Manufacturer narrative:
Correct contact address (B)(4) patient information was requested and the customer has not responded.

Event description:
The customer reported that the ventilator shut down while in use on a patient. The customer reported the device was in use on patient, but there was no patient harm.